Event description:
A customer from the united states reported to biomérieux a misidentification of a yersinia pestis proficiency sample as yersinia (B)(6) in association with the vitek® ms. The sample was plated on blood agar, chocolate agar and macconkey agar, and was incubated at 35-37 °c with 5-10% co2. Testing was performed on (B)(6) 2017, after two subcultures when the isolate was 24 hours old. The last fine tuning was (b)(46 2017. There was no patient involvement as the event pertained to a proficiency sample. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states had notified biomérieux of a misidentification result for a yersinia pestis proficiency sample as yersinia pseudoturberculosis in association with the vitek® ms instrument. An internal biomérieux investigation was performed. All data submitted by the customer was analyzed. Investigation findings : -system was operational during the tests. -spot quality seems to be good. -most probable identification is yersinia pestis. *suspected root cause of the issue : =>system limitation (knowledge base v2.0 regarding y. Pestis) a product correction notice has been sent to customers requesting the following actions : "-perform additional tests using other identification methods in the event of an identification result reported by the vitek®ms system as b. Anthracis or y. Pestis. -refrain from testing suspected b. Anthracis or y. Pestis isolates on the vitek®ms system." In addition, there was a specific "biohazard warning" note linked to the cap lpx survey explaining that using maldi-tof technology could result in erroneous identification.

Manufacturer narrative:
The customer's system has been updated to vitek® ms knowledge base v3.0. In the vitek® ms v3.0 knowledge base clinical use us - 161150-870 - a, there is a specific limitation for this species : "* refrain from testing suspected yersinia pestis isolates on the vitek® ms system; follow state and/or local identification guidelines" in order to optimize the performances of the customer's vitek® ms system, a local biomérieux representative will monitor the system status periodically.